Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller called for assistance with patient tonight due to pt not being able to get higher on the stimulation settings. Pt reporting seeing message settings could not be delivered. Pt states he can decrease stimulation but only able to get to 3.6ma when he should be about to get to 3.9ma. Pt is always on group a. Ts had caller and pt try group b and group c but same result stimulation will not get to a therapeutic level for patient. There has been no change in charging schedule which is still wed/sat. Pt reported having "sensitivity at ins pocket that started a couple of weeks ago". Pt thought area around battery feels warm. Ts had them turn stim off to see if "sensitivity" went away which pt stated area is sensitive to the touch. Ts had them turn stim back on so pt can get some stimulation. Redirected caller to have pt meet with managing hcp to have system interrogated and checked. The patient later called back. The reason for call was patient reported they were getting the settings not available message on their controller and the issue began a week ago today. Patient stated they were in a lot of pain. Patient noted they had been to the ER for pain already. Patient confirmed they had tried switching groups and all groups were saying the same message.  Patient noted they cannot adjust the stimulation and the stimulator is not working. Patient stated that they charge every other day and charged last night and are already at 90%. The rep later called in and noted the patient had high impedances. Electrode 1-40000 electrode 6-40000 electrode 7-37180, 36550, 37280, 33910, 34320. The patient stated he was unable to turn up stimulation for pain relief. The rep used other electrodes to get same coverage. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the electrodes with high impedance were now 1, 2, 6 and 7. There were still able to get adequate coverage.